Event description:
The reporter stated that following a coiling procedure in a pt with a subarachnoid hemorrhage, fisher grade 3, the pt was being transferred from the coiling suite to the transfer gurney when the probe fell out. It disconnected at the proximal luer lock with the plastic sheath and distal luer lock still connected to the pt. A second probe had to be inserted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.